Event description:
It was reported that the patient's right ventricular (rv) lead had high defibrillation impedance. Follow up indicated that the lead alert parameters were adjusted. The lead is still in use. No patient complications have been reported as a result of this event.